Event description:
Patient was induced and intubated by anesthesiologist. Shortly thereafter, error messages began to appear on the anesthesia machine monitors. The anesthesia technician inspected the machine and replaced the parts thought to have caused the error message; the messages continued. The anesthesiologist made the decision to move the patient to another or operating room room and use a different anesthesia machine. The patient was transferred with all due precautions. When the machine was later inspected, white fluffy material was found in one of the valves and removed.======================health professional's impression======================white fluff from the anesthesia circuit dislodged and became stuck in the anesthesia machine valve.